Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that no matter where the patient places the recharger antenna or how hard she pushes, it won't charge the device. The last time the patient had stimulation was a month and a half ago. The last successful recharge was about 2 months ago. The reason the patient didn't charge was because of seizures unrelated to the device. The patient didn¿t want to break the recharger from the seizures. The implant wasn¿t able to communicate with another external device. The patient said she needed an MRI unrelated to the device, but she could not get the device into MRI mode. The patient later mentioned she wasn¿t sure if she had a seizure with the recharger on or off. Additional information was received from the patient on (B)(6) 2018. It was reported that the patient went in to have an MRI, but when she got there she was not able to have the MRI. The patient said she met with a manufacturer representative (rep) on april 17th and the rep was not able to get the device out of overdischarge. The rep tried to reboot and that did not work, so the patient went to the healthcare provider's (hcp) office. The hcp put the machine up to the battery and said the battery was not any good at all and needed to be replaced. No further complications were reported.